Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient reached out to patient liaison to ask for a surgeon contact in (B)(6) he states his device is about 12 years old and has never given any problem, but urologist seems eager to remove and not replace it. Patient believes the reasoning behind it is that irradiated tissue from theraseed implants will not heal properly and device is near the end of its useful life. Patient has some testicular swelling that is the primary concern (could be related to tumor) at present, but he has never had any problem with the device. It works just fine and always has. His pa examined patient a month ago and found no evidence of urethral erosion at that time, but he have since developed an e-coli uti and is being treated with macrodantin. Patient will seek for second opinion as he desired to keep implant. The device and the testicle do not seem to be tangled or intertwined, but patient will not get to see the doctor until tomorrow so he is not sure.